Event description:
The patient had experienced marked heat, redness and fluid accumulation around the pump. The system was explanted due to the ongoing infection. The infection was stated to be "much improved", but not completely gone. A future infusion system re-implant was planned. The medication being delivered via the device system was not reported.